Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that yesterday patient was carrying something extremely heavy at work and started to have a seizure. Caller is concerned that the wire has moved and not sure if that could be contributing to the seizures, which patient is continuing to experience. Caller said that patient is in hospital - ICU.  Caller did say was told that the seizures are not epileptic seizures. Caller said that hospital was to discharge patient however family is concerned about patient's condition. Caller said that they have left messages for implanting physician, who is in a different state however haven't received a reply yet. The patient was redirected to their healthcare provider to further address the issue.  Caller currently not with patient as they were on their way to pick up the patient programmer. Reviewed basic information and send email with 3037 quick guide. Caller will try to connect and may turn therapy off.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 13-nov-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.